Manufacturer narrative:
The device was returned to the MFR for eval. The system controller was connected to the equipment in the MFR's lab and by manipulating the white power lead various alarms were recorded. The white power cable was then stripped at the connector end revealing a broken inner conductor, however, the compromised conductor did not relate to the reported event of the pt's inability to download the log file. This situation is being addressed through the MFR's corrective/preventive action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. It was noted that the MFR was able to download the log file history where approx 26 minutes of data was captured. However, the log file did not capture enough info to contribute to any findings. It could not be conclusively determined if previous history was erased. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was not able to download log files. The system controller was replaced by the back up system controller and no further problems were reported.